Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the broncho videoscope exhibited a detached head (distal tip). Unsure as to when the issue occurred for an unspecified procedure. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The following fields were updated: d8, d9, h6. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined.

Event description:
No additional information received from customer.